Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture labeled as "ekran görüntüsü", it is an intraoperative image that shows one clip applied to structure, the clip appears to be malformed but exact formation cannot be appreciated in the photo. Upon visual inspection of the picture labeled as "lot numarasi", it was noted that it only contained the portion of the tyvek that contains the lot information. The manufacturing records of the batches ((B)(4)) associated to this lot were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips of the device closed cross. There is a photo about complaint. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.